Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were implanted on (B)(6) 2016 and their first day was good but the second day they urinated a lot. The patient inquired about turning their stimulation up. Additional information reported that the patient had a follow up appointment scheduled for (B)(6) 2016. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.